Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a zonular dehiscence and a vitrectomy was required. A company representative indicated that the facility staff was not sure if the machine was set up correctly with the surgical procedure pak. The staff was directed to select correct procedure for a vitrectomy and the probe worked correctly. The customer reported that the alcon product is not the suspect product for the adverse event.

Manufacturer narrative:
A review of the device history records traceable to the lot number received with the samples indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was one additional complaint associated with the lot for the reported issue. Two opened probes were returned for evaluation for the report of probes failed to work. Sample #1: the returned sample #1 was visually inspected and deemed nonconforming. The needle is bent approximately 45 degrees. Actuation testing was performed and deemed nonconforming. The sample did not open or close. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The sample did not cut. The probe sample #1 was disassembled and the components inspected. There is approximately 15 minutes of usage wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Significant resistance felt when removing the inner cutter from the bent needle. The inner cutter is severely bent. Gouge marks down the entire length of the back of the inner cutter. The actuation test was repeated on the disassembled probe samples #1 and the actuation test was then found to be conforming. The initial test was deemed nonconforming and a retest showed the cutter was able to actuate to its specification. An initial actuation test failure occurs sometimes due to material causing the cutter to become stuck after its surgical use. Additional testing will dislodge the material and the probe will then work properly. This test is then considered conforming. Sample #2: the returned sample #2 was visually inspected and deemed nonconforming. The needle is bent approximately 30 degrees. Actuation testing was performed and deemed conforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The sample did not cut. The probe sample #2 was disassembled and the components inspected. There is approximately 15-20 minutes of usage wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Slight resistance felt when removing the inner cutter from the bent needle. The inner cutter is slightly bent. Wear marks observed at bend area. Gouge marks observed down the entire length of the back of the inner cutter. The complaint evaluation of samples #1 and 2 confirms that samples #1 and 2 had a cut issue. Sample #1 also had an actuation issue. The most likely root cause for the cut issues of sample #1 and 2 and the actuation issue of sample #1 is the bent needle and bent inner cutter of samples #1 and 2. A damaged inner cutter can impede the movement of the cutter shaft. This interference is present as observed from the gouge marks observed on the inner cutter of the samples. When the interference was removed during the disassembly of the probes, the actuation test was conforming when retested on sample #1. This bent needle condition appears to have occurred during the probe being used in surgery for approximately 15 minutes for sample #1 and approximately 15-20 minutes for sample #2, but it is not known how and when the needle and cutter from the samples actually became bent. No specific action with regard to this complaint was taken because the reason for the bent needles of samples #1 and 2 cannot be determined from this evaluation, but does not point to the manufacturing issue. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. During the testing of a probe, the probe is visually inspected and a bent needle would be detected and removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).